Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Concomitant products: cat#195918; lot#498450 - vgxp intlk femoral lt 55. Cat#195751; lot#833150 - vang xp inlk pri tib tray 63mm. Cat#195877; lot#891500 - vgxp xp med tib brg lt 9x63. Related MFR reports: 0001825034-2017-10910, 0001825034-2017-10911, 0001825034-2017-10913. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records for pn 195807, ln 759920 found these units were released to distribution with no deviations or anomalies. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted. Pn 195918 ln 498450. Pn 195751 ln 833150. Pn 195807 ln 759920. Pn 195877 ln 891500. A complaint history review was performed for part 195807.the search identified 2 additional complaints for the same or similar issue of fracture. The search also identified two other complaints for the lot (759920) with the pain. Review of the operative record indicates that the surgeon noted tibial island didn't stay intact through full extension during trailing. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a patient underwent a left knee surgery on (B)(6) 2016. The operative record indicated tibial island did not stay intact.